Manufacturer narrative:
Additional narrative: patient initials are (B)(6). The patient¿s exact weight is unknown, but was reported to be greater than (B)(6). Exact date of onset for patient pain is unknown; however, the issue reportedly began around (B)(6) 2015. This report is for one (1) unknown tomofix plate. Without a valid part and lot number, a UDI is not available. The patient underwent two (2) procedures: (B)(6) 2014 (left side) and (B)(6) 2014 (right side). It is unknown from which operation the metal debris was generated. Per facility, the complainant parts were discarded and are not available for evaluation. (B)(6). The 510k #: unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient continued to experience pain following a tomofix surgical procedure. Per the initial report, both of the patient¿s knees were treated via two (2) separate surgical procedures: one on (B)(6) 2014 (left) and another on (B)(6) 2014 (right). An explant procedure to remove fixation from both sides took place on (B)(6) 2014. An MRI taken on (or around) (B)(6) 2015 identified pieces of metal artifacts still visible on the left and right tibias. The patient¿s reports of pain began around (B)(6) 2015. No additional information is available at this time. This report is for one (1) unknown tomofix plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Manufacturing date: january 13, 2014. Expiry date: january 01, 2024. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.